Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The umbilical cable was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there was an error message displayed when the site started up the system that read, "image frame rates are below recommended levels. Please reconnect cable between the imaging acquisition system (ias) and the mobile viewing station (mvs) and reboot the mvs. If the problem persists, contact technical service". There was no patient present.